Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
"It was reported that during routine equipment inspection, the cs100 intra-aortic balloon pump (iabp) unit was found that the equipment could not work with alternating current.  The power supply components are damaged.  There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and determined that the power supply component was damaged. At this time, the customer has not requested for getinge to repair the iabp for the reported malfunction. The hospital repaired the unit via a third-party company. The current status of the unit is unknown. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that during a routine equipment inspection, the cs100 intra-aortic balloon pump (iabp) could not work with ac power. There was no patient involvement.